Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion prime/a33, the excessive no delivery and displacement test. Pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip exposing black o ring/seal, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported that the insulin pump's reservoir compartment was damaged. Customer reported that part of the reservoir compartment had broken off and there was black exposed on another part. Blood glucose level was 124 mg/dl at the time of the call. No further information was provided.